Event description:
Related report reference number: 2017865-2025-14765; 2017865-2025-14766. It was reported that patient presented for scheduled procedure. During procedure, it was noted that right ventricular (rv) lead had fractured during positioning of the lead. The lead was ultimately not used and replaced with new lead. Patient condition was stable.